Event description:
It was reported that out of regulation (oor) error code was seen on the patient programmer together with low impedance value of 115 ohms on an electrode pair. It was stated that more than one month prior to the report the patient had noticed oor and went to his physician in order to interrogate the implantable neurostimulator (ins). Nothing anomalous was discovered so nothing else was done in order to solve the issue. During the next few weeks the patient sometimes went on finding oor on the patient programmer and during those occasions he could not increase the amplitude of the stimulation. One day prior to the report he had a follow-up with the physician and after several impedance measurement tests low impedance on the contact that was activated was found. Patient status at time of this report was noted as alive with no injury/no adverse event. No action were taken at the time of the report. Details of actions required were stated as "the ins had been switched off." It was unclear if the ins was switched off or if it was planned. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up information reported that the physician had decided not to revise the ins and the keep the device turned off. If additional information is received, a follow up report will be sent.

Event description:
Additional information indicated that low impedance value was between contacts 8-9 but no revision was planned.

Manufacturer narrative:
Concomitant medical products: product ID 3389, serial# unknown. Product type: lead: product ID neu_ptm_prog. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).